Event description:
Patient presented to the physician with the ipg moving and flipping within the pocket, causing pain. Physician brought the patient into the operating room, replaced the ipg with a newer ipg model, re-sutured, and closed the incision. The existing sensing lead was abandoned and secured, as it is not compatible with the new ipg.